Event description:
It was reported that the water vapor thermal therapy procedure was not effective for the patient, as he experienced urinating issues, and also a permanent bend appeared in his penis.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.